Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. The two ht winn guide wires referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that during a procedure to treat the tibial artery, using ipsilateral access, a ht command 0.14 guide wire was advanced. A non-abbott microcatheter was then advanced; however, became trapped with the guide wire. Resistance was felt during removal of the guide wire from the microcatheter. Two ht winn guide wires were attempted using the same microcatheter with the same result. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.